Manufacturer narrative:
The device evaluation was completed on (B)(6) 2020. It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where a hemostatic valve separation issue occurred. After the pentaray catheter was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath - small, after left atrium (la) posterior wall mapping was ended, when the pentaray catheter was removed and flushed, a phenomenon occurred in which the saline gradually leaked from the sheath port. After the procedure, information was provided to the physician based on the contents described in the briefing materials regarding precautions when inserting and removing the sheath. The procedure itself was continued and completed without problem. There was no patient consequence. The device was visually inspected and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. Always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device, and no internal actions related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small where a hemostatic valve separation issue occurred. After the pentaray catheter was inserted into the carto vizigo¿ 8.5f bi-directional guiding sheath - small, after left atrium (la) posterior wall mapping was ended, when the pentaray catheter was removed and flushed, a phenomenon occured in which the saline gradually leaked from the sheath port. After the procedure, information was provided to the physician based on the contents described in the briefing materials regarding precautions when inserting and removing the sheath. The procedure itself was continued and completed without problem. There was no patient consequence. The event was assessed as a MDR reportable hemostatic valve separation issue.